Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG failed ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the analog board. The analog board will be replaced to resolve the report. The device will recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.